Event description:
The customer reported that during a patient code, the mp70 bedside waves and numerics froze (no movement) and the touch screen was not responsive.

Manufacturer narrative:
The customer reported that during a code, the mp70 bedside waves and numeric's froze (no movement), and the touch screen was not responsive. The monitor was rebooted and started to work as intended. This complaint was deemed reportable due to the possible lack of delectability for this screen freeze mode due to the fact that some hospitals use the mp70 bedside monitor as a stand alone monitoring method. In this case, the wave/numeric freeze may contribute to a serious injury or death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).